Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)") and oophoritis ("infection; right ovary") in a 40-year-old female patient who had essure (batch no. 50512937) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included ornithine (amino acid) from 2016 to 2017 for fatigue, herbalife products from 2011 to 2013 for fatigue and weight gain, norethisterone (mini-pill) from 1986 to 2013 for vaginal bleeding and menorrhagia as well as cyanocobalamin-tannin complex (b12) from 2016 to 2017 and homeopathic preparation from 2011 to 2013. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles / dysmenorrhea"), dyspareunia ("painful intercourse / dyspareunia"), fatigue ("fatigue / fatigue") and weight increased ("weight gain / weight gain"). In 2016, the patient experienced oophoritis (seriousness criterion medically significant). On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal pain ("abdominal pain"), back pain ("side pain"), feeling abnormal ("brain fog"), arthralgia ("joint aches / joint pain"), cystitis ("bladder infection"), vaginal infection ("vaginal infection") and urinary tract infection ("urinary tract infection"). The patient was treated with antibiotics, surgery (to remove essure device, hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, oophoritis, dysmenorrhoea, fatigue and weight increased had resolved and the vaginal haemorrhage, abdominal pain, back pain, dyspareunia, feeling abnormal, arthralgia, cystitis, vaginal infection and urinary tract infection outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, menorrhagia, oophoritis, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff sought treatment for her symptoms. Essure confirmation test(s) conducted, does not recall diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. On (B)(6) 2017, surgical pathology report: uterus, cervix, tubes: - cervix: benign squamous and endocervical mucosa. - uterus: benign endometrium. Leiomyomata. Adenomyosis. - left fallopian tube: benign paratubal cyst. - right fallopian tube: benign paratubal cyst. Gross description: the right, 6.8 cm in length x1.5 cm in diameter fallopian tube is sectioned to reveal a patent lumen. The fallopian tube appears to have been previously ligated with a coiled metallic essure coil device that is 3.1 cm in length x 0.3 cm in diameter. The left, 7.4 cm in length x 1.5 cm in diameter fallopian tube is sectioned to reveal a patent lumen. The fallopian tube appears to have been previously ligated with a metallic coiled ligation device that is consistent with an essure coil. This device is 3.1 cm in length x 0.3 cm in diameter. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2018: quality-safety evaluation of ptc update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)") and oophoritis ("infection; right ovary") in a 40-year-old female patient who had essure (batch no. 50512937) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included ornithine (amino acid) from 2016 to 2017 for fatigue, herbalife products from 2011 to 2013 for fatigue and weight gain, norethisterone (mini-pill) from 1986 to 2013 for vaginal bleeding and menorrhagia as well as cyanocobalamin-tannin complex (b12) from 2016 to 2017 and homeopathic preparation from 2011 to 2013. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles / dysmenorrhea"), dyspareunia ("painful intercourse / dyspareunia"), fatigue ("fatigue / fatigue") and weight increased ("weight gain / weight gain"). On (B)(6) 2010, the patient had essure inserted. In 2016, the patient experienced oophoritis (seriousness criterion medically significant). On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal pain ("abdominal pain"), back pain ("side pain"), feeling abnormal ("brain fog"), arthralgia ("joint aches / joint pain"), cystitis ("bladder infection"), vaginal infection ("vaginal infection") and urinary tract infection ("urinary tract infection"). The patient was treated with antibiotics, surgery (to remove essure device, hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, oophoritis, dysmenorrhoea, fatigue and weight increased had resolved and the vaginal haemorrhage, abdominal pain, back pain, dyspareunia, feeling abnormal, arthralgia, cystitis, vaginal infection and urinary tract infection outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, menorrhagia, oophoritis, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff sought treatment for her symptoms. Essure confirmation test(s) conducted, does not recall. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. On (B)(6) 2017, surgical pathology report uterus, cervix, tubes: cervix: benign squamous and endocervical mucosa. Uterus: benign endometrium. Leiomyomata. Adenomyosis. Left fallopian tube: benign paratubal cyst. Right fallopian tube: benign paratubal cyst. Gross description: the right, 6.8 cm in length x1.5 cm in diameter fallopian tube is sectioned to reveal a patent lumen. The fallopian tube appears to have been previously ligated with a coiled metallic essure coil device that is 3.1 cm in length x 0.3 cm in diameter. The left, 7.4 cm in length x 1.5 cm in diameter fallopian tube is sectioned to reveal a patent lumen. The fallopian tube appears to have been previously ligated with a metallic coiled ligation device that is consistent with an essure coil. This device is 3.1 cm in length x 0.3 cm in diameter. Most recent follow-up information incorporated above includes: on 26-jul-2018: pfs received- new event bladder infection, vaginal infection, urinary tract infection and treatment medication were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)") and oophoritis ("infection; right ovary") in a 40-year-old female patient who had essure (batch no. 50512937) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included ornithine (amino acid) from 2016 to 2017 for fatigue, herbalife products from 2011 to 2013 for fatigue and weight gain, norethisterone (mini-pill) from 1986 to 2013 for vaginal bleeding and menorrhagia as well as cyanocobalamin-tannin complex (b12) from 2016 to 2017 and homeopathic preparation from 2011 to 2013. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles / dysmenorrhea"), fatigue ("fatigue / fatigue") and weight increased ("weight gain / weight gain"). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2016, the patient experienced oophoritis (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("side pain"), dyspareunia ("painful intercourse / dyspareunia"), feeling abnormal ("brain fog") and arthralgia ("joint aches / joint pain"). The patient was treated with surgery (to remove essure device, hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, oophoritis, dysmenorrhoea, fatigue and weight increased had resolved and the vaginal haemorrhage, abdominal pain, back pain, dyspareunia, feeling abnormal and arthralgia outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, menorrhagia, oophoritis, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff sought treatment for her symptoms. Essure confirmation test(s) conducted, does not recall. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (menorrhagia), infection; right ovary, side pain. Concomitant disease added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain / left side pain"), vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and oophoritis ("infection; right ovary") in a 40-year-old female patient who had essure (batch no. 50512937) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included () from 2016 to 2017 for fatigue, herbal extract nos (herbalife products) from 2011 to 2013 for fatigue and weight gain, norethisterone (mini-pill) from 1986 to 2013 for vaginal bleeding and menorrhagia as well as bupropion hydrochloride;naltrexone hydrochloride (contrave), cyanocobalamin-tannin complex (b12) from 2016 to 2017, homeopathic preparation from 2011 to 2013 and progesterone. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles / dysmenorrhea"), dyspareunia ("painful intercourse / dyspareunia") and fatigue ("fatigue / fatigue") and was found to have weight increased ("weight gain / weight gain"). On (B)(6) 2010, the patient had essure inserted. In 2016, the patient experienced oophoritis (seriousness criterion medically significant). On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain / left side pain"), back pain ("side pain"), feeling abnormal ("brain fog"), arthralgia ("joint aches / joint pain"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection") and vulvovaginal pain ("vaginal pain"). The patient was treated with antibiotics and surgery (ablation and to remove essure device, hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, oophoritis, dysmenorrhoea, fatigue, weight increased and vulvovaginal pain had resolved and the vaginal haemorrhage, abdominal pain, back pain, dyspareunia, feeling abnormal, arthralgia, cystitis, vaginal infection and urinary tract infection outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, menorrhagia, oophoritis, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: plaintiff sought treatment for her symptoms. Essure confirmation test(s) conducted, does not recall diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Pathology test - on (B)(6) 2017: uterus, cervix, tubes: - cervix: benign squamous and endocervical mucosa. - uterus: benign endometrium. Leiomyomata. Adenomyosis. - left fallopian tube: benign paratubal cyst. - right fallopian tube: benign paratubal cyst. Gross description: the right, 6.8 cm in length x1.5 cm in diameter fallopian tube is sectioned to reveal a patent lumen. The fallopian tube appears to have been previously ligated with a coiled metallic essure coil device that is 3.1 cm in length x 0.3 cm in diameter. The left, 7.4 cm in length x 1.5 cm in diameter fallopian tube is sectioned to reveal a patent lumen. The fallopian tube appears to have been previously ligated with a metallic coiled ligation device that is consistent with an essure coil. This device is 3.1 cm in length x 0.3 cm in diameter.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2018: pfs received. Reporters information updated. Event: vaginal pain were added. Concomitant drug were added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding"), dysmenorrhoea ("painful menstrual cycles"), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), fatigue ("fatigue"), feeling abnormal ("brain fog"), weight increased ("weight gain") and arthralgia ("joint aches"). The patient was treated with surgery (to remove essure device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, dysmenorrhoea, abdominal pain, dyspareunia, fatigue, feeling abnormal, weight increased and arthralgia outcome was unknown. The reporter considered abdominal pain, arthralgia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff sought treatment for her symptoms. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.